Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02071 & 02072).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, malpositioned cup, soft tissue abnormalities, fluid was noted. The fluid on the posterior lateral quadrant of the left hip measured 10.8x22.8x3.6mm. These findings were found due to follow up testing. Additional information received indicates patient reported pain, popping, limping, and decreased range of motion during follow up testing. Patient also reports experiencing mild/occasional pain, as well as atrophy of the left hip/leg and calf muscle after one year. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, acetabular cup malpositioning and soft tissue abnormalities were noted. The fluid on the posterior lateral quadrant left hip measured 10.8x22.8x3.6 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.